Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (17) lvp modules experienced membrane frame separation. Biomed reported that one of the lvp door assembly was replaced in (B)(4) 2020. There was no report of patient involvement.

Event description:
It was reported that (17) lvp modules experienced keypad separation. Biomed reported that one of the lvp door assembly was replaced in (B)(6) 2020.there was no report of patient involvement.

Manufacturer narrative:
Supplemental created file is no longer reportable, cancel MDR.